Manufacturer narrative:
The reported complaint regarding the first session on (B)(6) 2009 not switching to bluetooth (ble) was confirmed. The ble switch design will not switch to ble if one of the 4 commands required to prepare for switching to ble are not successful. Since the logs/session records for the first session are not available the reason for command failing during preparation for ble switch cannot be determined. There was no observed device malfunction.

Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. Ble was activated and the device was able to be successfully interrogated and remains implanted. The patient was stable and will continue to be monitored.